Manufacturer narrative:
A complainant communicated to the company on (B)(6) 2020 that a fractured implant screw was identified by x-ray prior to performing a revision procedure on (B)(6) 2020. The fractured screw posed no problems to the patient and was not the reason for revision. The revision procedure was being performed due to non-fusion and adjacent level syndrome, which added hardware to the adjacent level and was backed up posteriorly. The complainant returned the fractured screw to the company on (B)(6) 2020. A DHR review was performed for lot# 170748 and there were no manufacturing anomalies identified. The lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 6/15/2015. The original c5-c7 procedure was performed on (B)(6) 2015. There were no known patient complications or delay in treatment reported. The revision procedure to extend to adjacent level due to non-fusion was performed on (B)(6) 2020. In the warnings section of the system IFU it states, "internal fixation devices cannot withstand activity and load levels equal to those placed on normal healthy bone. Until maturation of the fusion mass is confirmed do not subject this device to the stress of full weight bearing, or implant failure may result". The possible adverse effects and complications section of the IFU lists "early or late loosening of any or all of the components; disassembly, bending, and/or breakage of any or all of the components; and non-union (pseudarthrosis), delayed union, mal-union." As possible effects and complications for the surgical system. A lack of solid fusion can result in increased stress on implants and may result in implant failure. It is unknown when and how the system screw fractured.

Event description:
A complainant communicated to the company on (B)(6) 2020 that a fractured implant screw was identified by x-ray prior to performing a revision procedure on (B)(6) 2020. The fractured screw posed no problems to the patient and was not the reason for revision. The revision procedure was being performed due to non-fusion and adjacent level syndrome, which added hardware to the adjacent level and was backed up posteriorly. The complainant returned the fractured screw to the company on (B)(6) 2020.